Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system detected a high pacing impedance measurements greater than 2,000 ohms. The patient was seen in the clinic and nothing remarkable was observed. Additional information was received that the non-bsc right ventricular (rv) lead was found to be fractured. Oversensing, inappropriate shock, increased pacing thresholds and loss of capture were observed as a result. A revision procedure was performed and the non-bsc rv lead was surgically abandoned and replaced. This device was electively replaced at the same time, due to the physician not wanting the patient to endure another procedure. No adverse patient effects were reported during the procedure.